Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained that the orientation of where you place the endoscope can affect it no site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a 30-degree endoscope plus was spinning when inserted into the adapter. The customer had to open another, and it did the same thing, but it seemed to resolve itself. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained that the orientation of where you place the camera can affect it. Tse could not see any errors in the logs. The procedure was completed as planned. No reported known impact or patient consequence was reported. Isi contacted the customer and obtained the following information: the reporter spoke to the surgeon and was told the image was inverted and the event did not involve a reversed control on system arms. The surgeon believed it was possible the contact made was not adequate enough when the scopes were applied. The isi technician on the call and the customer agreed the two scopes were not at fault and would not need to be sent in and has not heard of this issue coming up again since that day.